Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5085949. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you feeling currently? If in your possession, may we have copies of your operative reports? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Since the initial surgery, she has experienced incontinence, involuntary urination, pain, cramping, inability to engage in intercourse and emotional and mental health issues. It was also reported that the patient underwent 5 surgeries related to her vaginal mesh. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: adverse event or product problem, outcomes attributed to adverse event, type of reportable event- upon additional information review, this medwatch report is being voided as there is no indication of ethicon product use.